Manufacturer narrative:
(B)(4). Jorg schilcher, phd, md , ingemar ivarsson, phd, md, rico perlbach, md and lars palm, phd, md(2016), no difference in periprosthetic bone loss and fixation between a standard-length stem and a shorter version in cementless total hip arthroplasty. A randomized controlled trial, 1220-1226. Http://www.sciencedirect.com/science/article/pii/s0883540316308154?via%3dihub. (B)(4). Concomitant products: unknown femoral head, item no: ni , lot no: ni. Report source, foreign - event occurred in (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Product remains implanted, closed reduction procedure was performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01229.

Event description:
It has been reported that a patient underwent a right hip replacement. Subsequently, the patient experienced posterior dislocations at 9 months and 21 months after the index procedure. Closed reduction procedure was performed on an unknown date